Manufacturer narrative:
The quote for onsite service was cancelled due to no response from the customer for 30 days. No work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the air flow sensor failed. It is unknown at this time if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their air flow sensor had failed. The customer was sent a quote for onsite service. Onsite service is currently pending. Investigation is ongoing.